Manufacturer narrative:
Further information was requested but not received.

Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and it was decided to keep device implanted in the patient due to minimal patient dependence on pacing. Further information was requested, but not yet available.